Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient experienced increased pain. There were no environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was a dye and rotor study was attempted on (B)(6) where the radiologist was unable to aspirate the catheter. The interventions and actions taken to resolve the issue was the patient was being referred to the surgeon for a catheter revision. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the surgeon wanted to rule out a granuloma. Per the reporter they never thought there was one. The patient was a no show for their MRI. In clarification of the catheter moving out of the epidural space the healthcare provider stated they never thought this, the roller study couldn¿t be completed. As the patient was a no show to his MRI the cause of the patient¿s issues was not determined. The patient was referred back to the surgeon to replace the catheter. No further complications reported.

Manufacturer narrative:
The other relevant components include: product ID 8780 lot# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and a healthcare provider (hcp). It was reported that the patient had the catheter for 8 months and initially started with morphine. The patient was titrated up to a certain level until they couldn't get the effect they wanted. The patient was changed to dilaudid which is what the patient was currently taking. The patient reported they went up a little bit at a time until they got more relief and the patient was able to go down on their oral medications. The patient reported they were down to 120mg orally of morphine time release which they believed was called "cadian." The patient reported their dilaudid was at 6mg/day and it had "freaked" the hcp out because the hcp felt it should be around 2.5-3mg. The patient reported that since the patient is getting 6mg/day the hcp decided there was something wrong with the pump or catheter and the patient was sent for a roller study. The radiologist went to aspirate cerebrospinal fluid (csf) and couldn¿t get any back so they stopped the roller study. The patient suggested a gentle bolus of fluid to open the catheter but the radiologist would not do that. The patient reported they felt an irrigation of the catheter would be ok and doesn't think a "heroma" (thought to mean granuloma) would grow in 8 months over the tip of a catheter. The patient stated they felt they should've flushed the catheter a bit. The patient reported that they were not comfortable with the recommendation of surgery to replace the catheter, with the possibility of leaving the original catheter in place. The patient reported they don't believe there's an issue because 2 weeks ago the hcp upped the dilaudid to 6mg/day and everything was fine. The patient reported that they were not overmedicated or undermedicated as long as the patient had their oral dose. The patient reported "as if some moment occurred, all the sudden hcp is concerned that catheter is not in epidural space anymore based off fact that he is getting 6mg of dilaudid and not laying on the floor for him." The patient reported it was almost like "we made up this problem" the patient reported everything had been fine month after month and then all the sudden hcp wanted to check the catheter. The hcp reported that the patient had minimal benefit since the implant and they continue to increase the dose with no effect. The hcp did not want to continue to increase the dose and the patient was still taking oral meds for pain. The hcp was going to order a magnetic resonance imaging (MRI) scan to rule out a granuloma. The patient was not having any neurological issues. A catheter dye study was attempted on (B)(6) 2017 but they were unable to aspirate the catheter. There had been no volume discrepancies. A manufacturer's representative was at the dye study on (B)(6) 2017. The hcp will continue to work with the patient on resolving therapy issues. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that surgical intervention was being planned. It was reported that the affected device was still implanted in the patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780,serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative (rep). It was reported that patient was not receiving pain relief. There were no environmental/ external/ patient factors that may have led or contributed to the issue. The healthcare professional (hcp) attempted catheter dye study but was unable to aspirate catheter, date unknown. To resolve the issue, new system was implanted. At the time of this report, the issue was resolved and patient status was alive-no injury. Pump and catheter were explanted on this report date and the rep had possession of them for return. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturing representative. The pump and catheter were returned to the manufacturer for analysis. Per the returned device interrogation, the pump had been programmed to deliver 16.0 mg/ml of dilaudid at 4.689 mg/day.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative on 2017-dec-03. The manufacturer's representative replied to the following report on 2017-nov-08. It was reported that the patient was told that some doctors ¿irrigate the catheters to open them up.¿ it was related that four days ago the patient¿s left heel felt like it had a nail was in it and could hardly walk on it. Three days ago it was sore but by day 2 less so. Then on the day of the report the patient woke up with right heel pain like what started in their left heel. It was asked if the catheter could be brushing a nerve root causing this type of pain. The patient also asked if dye could be put in the 20 cc tank and a few hours to ½ a day later take x-rays or fluoroscopy to see if it was coming out of the catheter tip. Environmental/external/patient factors that may have led or contributed to the issue were unknown. No diagnostics/troubleshooting was performed (note this is conflicting with the report of the attempted dye and rotor study). At the time of the report it was unknown if the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified a tear in the inside sealing surface of the sutureless catheter, near the guide ring which did not affect the functionality of the catheter. Initial patency testing found the catheter to be occluded. Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. (B)(4). If information is provided in the future, a supplemental report will be issued.